Event description:
It was reported that patient presented in emergency department experiencing discomfort due to diaphragmatic stimulation. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. The device was reprogrammed and restored successfully. Patient condition was stable.